Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had reoccurred insulin flow block alarms. The customer¿s blood glucose level was 136 mg/dl. Customer states they had tried all remedies. Troubleshooting was completed for insulin flow block alarms. Customer was advised to the insulin pump will need to be replaced and to retrieve and save pump settings and to revert to backup plan the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.